Event description:
Bayer case number: (B)(4). Haemorrhagic bleeding [genital bleeding] chronic fatigue [chronic fatigue] cognitive disturbance [cognitive disturbance] joint and muscle pain [arthromyalgia] loss of employment [loss of employment] implant¿s soldering which diffuses in the body [heavy metal poisoning] endocrinal disruptors [disorder endocrine]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disturbance"), arthralgia ("joint and muscle pain"), loss of employment ("loss of employment"), metal poisoning ("implant¿s soldering which diffuses in the body") and endocrine disorder ("endocrinal disruptors"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, cognitive disorder, endocrine disorder, fatigue, genital haemorrhage, loss of employment and metal poisoning to be related to essure administration. The reporter commented: symptoms reported by a group of women. Removing the device for some of them led to often invasive surgery, such as hysterectomies (removal of the uterus) or salpingectomies (removal of the fallopian tubes). Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic bleeding [genital bleeding], chronic fatigue [chronic fatigue] , cognitive disturbance [cognitive disturbance] , joint and muscle pain [arthromyalgia] , loss of employment [loss of employment] , implant¿s soldering which diffuses in the body [heavy metal poisoning] , endocrinal disruptors [disorder endocrine] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disturbance"), arthralgia ("joint and muscle pain"), loss of employment ("loss of employment"), metal poisoning ("implant¿s soldering which diffuses in the body") and endocrine disorder ("endocrinal disruptors"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, cognitive disorder, endocrine disorder, fatigue, genital haemorrhage, loss of employment and metal poisoning to be related to essure administration. The reporter commented: symptoms reported by a group of women. Removing the device for some of them led to often invasive surgery, such as hysterectomies (removal of the uterus) or salpingectomies (removal of the fallopian tubes). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.